Manufacturer narrative:
Additional information received indicates the patient experience was a heart attack, however, the information did not indicate the patient is deceased. Request for clarification, circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of two device reports for this event. The associated MFR report numbers are: 1225714-2014-14071 and 1225714-2014-14072. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a unspecified injury and subsequently expired on (B)(6) 2012 after the use of the product.